Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A1: patient identifier unknown / not provided, a4: patient weight unknown / not provided, d4: additional device information unknown / not provided, d4: unique identifier (UDI) number not available, e1: reporter email address unknown / not provided, h4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in an unknown position number failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant. Bone type: unknown

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvmb11, (imp,tsv,mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation was performed, the implant appeared to be trephined. The implant had bone debris on its external threads. The implant was fractured at the collar. DHR review was completed for the subject lot number 1255083. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255083 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.